Event description:
Customer reports unexpected negative results with capture-r ready screen 3 (crrs 3) on the echo. Echo generated negative results. A second sample was collected on the same patient. Echo generated positive results with crrs 3 on the second sample.

Manufacturer narrative:
Images from the customer's instrument were reviewed.the reactivity of the jka antigen was confirmed on retention crrs(3), lot r059 and crrid, lot id117.the returned patents' samples were tested with retention crrs(3), lot r059 on our in-house echo. Sample ID 092280189 was nonreactive with all three reagent red cells. Sample 092312775 exhibited 3+ reactivity with cell iii, jk(a+b-) only.the samples were tested by manual solid phase with selected cells from retention crrid, lot id117 (only one retention strip was available and wells # 1 to 8 were for sample 092280189 and wells # 9 to 14 were for sample 092312775). The samples were nonreactive with all cells tested.the samples were tested with selected jk(a+b+), jk(a+b-) and jk(a-b+) reagent red cells from retention panocell-16. The samples were nonreactive with all reagent red cells tested.the event appears to be related to the nature of the sample.